Event description:
Informant indicated that device went through the bone and did not stop as it is supposed to do when it hits the dura. Device punctured the dura.

Manufacturer narrative:
Device was visually inspected. Hardened case debris was noted on the unit. Debris was removed and unit was tested for proper function. Unit performed properly for ten test holes. The reported failure could not be repeated.